Event description:
Patient's family member called lfs and alleged that their patient's meter was reading inaccurately erratic. The patient reported two results of 427 and 248 mg/dl. These tests were done within 10 minutes. These test do fall outside of the 20% specifications, however, the patient reported that the test strips were "rough" on the side of the test strip where blood is applied. This could have an affect on the accuracy of the meter. The techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient did not seek any medical attention based on the information reported, there is evidence of a test strip malfunction; however, there is no evidence of the malfunction leading to a serious injury. The test strips and a bottle of control solution are being replaced for the patient.